Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The balloon appeared to have been previously inflated. No fiber disturbance was identified on the balloon. No anomalies were identified on the balloon or along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using a 0.035¿ in-house guidewire and passed with no issues. The catheter inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation the balloon leaked 3.6cm from the distal tip. The balloon was stripped of its fibers and a pinhole rupture was identified 3.6cm from the distal tip. Medical records review: no medical records were returned to the manufacturer; therefore, a review could not be performed. Image/photo review: no images/photos were returned to the manufacturer; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is inconclusive for sheath retraction issues, as the balloon was stripped of its fibers before functional testing was performed for sheath retraction. The balloon rupture likely caused the alleged retraction difficulties through the introducer sheath. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Additionally, specific precautions and directions for use of the dorado pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon would not re-inflate and contrast was leaking out of the balloon. The health care provider reported the device was removed in its entirety, with difficulty, through the sheath. The hcp further reported that another device was used to complete the procedure. There was reported consequence or impact to the patient.